Event description:
Pt infusing tpn daily 2500ml via cadd prizm ambulatory pump #6101 and cadd hi vol. Admin tubing #21-7081j. Noted that tpn bag had 200-350ml volume remaining after infusion completed. The prizm pump was exchanged thinking the problem was either "overfill" at pharmacy or pump malfunction. Pt was instructed to re-set the prizm pump to infuse any remaining tpn fluid left in bag so original daily volume would be infused as ordered by md. No treatment needed.